Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.